Event description:
The pt was implanted with 2 leads (from the same lot) as part of his scs trial system. It was reported the pt experienced nausea and a headache after undergoing a trial implant procedure. The pt was advised to turn his stimulation off, lay down and drink caffeine. No csf leak was confirmed by the physician. The pt's headache and nausea lessened and stimulation was turned back on. However, the headache worsened with stimulation on. The stimulation was then ran below threshold and the pt was instructed to turn stimulation off if his symptoms returned. Follow-up info indicated the pt's symptoms have since resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.